Event description:
The l1 and l2 pedicles were cannulated. This was done under ap (anterior-posterior) and lateral fluoroscopic guidance. A drill was used and the balloons were advanced, 1 on each side and 2 on each vertebra. They were inflated and the cement was mixed. All the balloons were able to be deflated except for one on the right side, which required some vigorous suction before it was able to be deflated and pulled out.two reprocessed and two new pieces were opened. It is unknown which product failed to deflate. Serial number sent to manufacturer without retaining the information.